Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to change the timezone and reboot. A technical service engineer troubleshooted and found that the station was set in pacific standard time instead of eastern standard time. Later, they performed the time change, applied data sync and rebooted the station. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia system had a issue in patient data which pyxis was not loading patient info. The customer reported that the user was able to remove the medication and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.